Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic for a routine follow-up. Upon interrogation the pulse generator exhibited a diagnostic anomaly. The diagnostics were cleared and the device could be interrogated normally.